Manufacturer narrative:
This MDR submitted (B)(4) 2013 references itc complaint #(B)(4). Cuvette lot number unknown. Method: actual device not evaluated. Process evaluation performed. No related ncmrs identified for this instrument. Its has requested all data required for form 3500a.

Event description:
Healthcare professional reports results lower than reference with the protime microcoagulation system. Protime generated 1.1 inr and reference laboratory result was 3.6 inr. Pt's therapeutic range was not provided. No adverse event (s) reported. This event occurred outside of the united states during the course of a pharmaceutical clinical study.